Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a flow-limiting dissection event with abrupt vessel closure occurred post-atherectomy. The target lesion extended from the left distal common femoral artery (cfa) into the ostial sfa. It was 95% stenotic, severely calcified, and was 60 mm in length. Three patent run-off vessels were present prior to therapy. The lesion was treated with a 2.0 solid crown oad which was spun at low speed for two runs (13 sec, 25 sec), at medium speed for one run (26 sec) and at high speed for 4 runs (5 sec, 30 sec, 34 sec, 27 sec) for a total run time of 269 sec. The residual stenosis was 100%. Per the physician, "the oad was noted to have stalled at low speed, hence higher speed runs were used to treat the severely calcified lesion. Aggressive atherectomy did debulk the lesion, but disruption of the vessel resulted in abrupt closure of the sfa and profunda femoris artery (pfa). Extensive rescue pta and stenting of the sfa was performed. Rescue pta of the pfa was also performed." An apex 5 x 20 mm balloon, a maverick 4 x 15 mm balloon, a 5 x 10 mm opta pro balloon, a 5 x 60 mm powerflex balloon, a 6 x 80 mm opta pro balloon, and a quantum apex 5 x 20 mm balloon were used as well as a 6 x 15 mm smart stent and a 7 x 80 mm complete se stent. "The final result was remarkable with a normalized cfa/sfa and a 10% residual stenosis of the pfa." The expectations for the case were met. No add'l info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of (B)(4) clinical studies identified events that should have previously been reported to FDA. This is report # 43 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. Initial MDR confirm ii singh 4.